Event description:
The reporter did back to back glucose tests, within 10 minutes, using separate finger sticks. Reporter reported results were 197 and 146mg/dl. She did not have any symptoms. Control testing was not done due to unavailability of supplies. No harm was alleged.